Event description:
It was reported that a user requested to return the ilet pump, stating the pump was not able to learn and that they prefer flexible control without a fixed schedule, with a recent hyperglycemic event reported above 400 mg/dl and no alerts or alarms noted. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, medical intervention, or long-term impairment. Investigation included complaint intake review and troubleshooting and education performed by support. Investigation of this case revealed no device alarms and no specific device component malfunction identified, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.